Event description:
It was reported that the patient died during the implant surgery due to the patient's heart failure becoming worse after def test. The patient died of vf. Additional information indicates that the patients death didn't relate to our device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. There is no allegation from a healthcare professional that the death was device related. It is not known if the device was explanted post-mortem.